Event description:
It was reported that left ventricular lead had noise, high out of range impedance, and was fractured. It was further reported that the right ventricular lead also had high out of range impedance. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.